Event description:
It was reported that the peek implant broke during final tightening during a one level spinal surgical procedure. All broken parts were removed. The other kind of device was implanted in the patient. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.